Manufacturer narrative:
D6: explant date unk. The investigation of low pump flow and positioning issues has been completed. Low flows: pump not returned. Data logs show suction alarms and positioning alarms. No motor current (mc) spikes outside of p-level changes. The cause of the low pump flow issue was most likely improper positioning of the device as clinical stated flows improved after repositioning of the pump. Positioning: the cause of the positioning issue was not determined due to lack of clinical information.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, there were suction events. The suction events occurred when the patient was coughing or when the patient awakens. Additionally, the pump was repositioned during support. Flows improved after repositioning. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer as it is still supporting the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.